Manufacturer narrative:
Creatinine calibration data from (B)(6)-2021 to (B)(6)2021 was ok. Glucose calibration data from (B)(6)-2021 to (B)(6)-2021 was ok. All provided quality control data was within range. A general reagent issue could be ruled out because calibration and qc were acceptable. The field service engineer cleaned the fluidics, wash stations, and probes. The rinse water and water pressure were adjusted. Probe positions were checked. Dirt was found in the housing of the sample probe, causing issues with movement. The probes were replaced and adjusted. A hardware check was performed and all parameters were within specified ranges. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 and a second patient sample tested with gluc3 glucose hk gen.3 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a creatinine value of 0.06 mg/dl and repeated as 1.06 mg/dl. The second sample initially resulted in a glucose value of 2.0 mg/dl on (B)(6) 2021 and repeated as 96 mg/dl on the same day. The creatinine reagent lot number was 57745101, with an expiration date of 30-jun-2022. The glucose reagent lot number was 56521001, with an expiration date of 31-oct-2022.